Manufacturer narrative:
(B)(4). Product was returned in an opened and used condition. A visual examination of the returned device noted nothing remarkable. The catheter was verified to be per specification. The extension tubes and lumens were found to be secure and intact and the synthetic fiber cuff was intact and showed no signs of splitting or detachment. During investigation process, there was dimensional verification, reviews of complaint history, drawing, IFU, qc as well as a visual inspection. Per quality control specification, the cuff is confirmed to be the correct cuff and properly positioned on catheter. The cuff must be secure and clean without overly saturated adhesive or loose fluff. It is also confirmed the overall catheter surface is clean and free of damage or excessive imperfections. This device is shipped with an IFU; which states warnings, precautions and instructions for use. Design control activities have been conducted. A product-specific discrepancy that could have caused or contributed to this failure mode was not observed. Based on the limited information supplied we are unable to determine with certainty the root cause of this event. The appropriate internal personnel have been notified and we will continue to monitor for similar complaint. Per the quality engineering risk assessment (qera) the addition of this complaint does not change the conclusion that no further risk reduction is required.

Event description:
The initial information provided to the manufacturer stated that during the procedure the device became dislodged. Updated information from medwatch report stated: the nurse manager was notified several days following the event that this pt intracardiac broviac had become dislodged and that the pt required CPR and resuscitative efforts until the line could be re-secured. The pt has neuro deficits. Uncertain whether or not this event was related. From care notes: the pt is a neonate who underwent a norwood stage I palliation and tapvc repair. The pt postoperative course was complicated by bleeding on the day of surgery and on re-exploration, the broviac catheter site was determined to be the source. Attempts to re-insert the broviac catheter were unsuccessful due to recurrent dysrhythmias and poor cardiopulmonary function. The brovia catheter was left in within the pericardium. The pt subsequent course had been one of improvement and the decision was made to undertaken delayed sternal closure and re-insertion of broviac catheter.